Manufacturer narrative:
The ts representative discussed getting a chest x-ray to view the lead's location. At this time, this lead remains implanted and in service. Attempts are being made to obtain for information on this lead. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was experiencing a heart rate of 135 to 140 bpm. An interrogation of the associated device found that the atrial markers were not present, even with the sensing down to 1.5 mvolts. Boston scientific technical services (ts) was contacted for further evaluation. A ts representative discussed that the pvc markers indicate that the device is not sensing any atrial activity and is indicative that the right atrial (ra) lead had dislodged. The manufacturer, model and serial number for the ra lead is currently unknown. No other adverse patient effects were reported.